Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. One unpackaged acl tightrope® rt was received for investigation. Visual evaluation of the returned device noted that the ends of the white suture were torn, the loops were no longer intact, and it was no longer assembled to the button. Visual evaluation of the button under a magnifier noted no sharp edges. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.

Event description:
It was reported that during an anterior cruciate ligament surgery the tight rope tore when tightening the device. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.